Manufacturer narrative:
H10 device evaluation: consumer returned the actual sample and a visual inspection observed the string caught in the tear away portion of the wrapper and the plunger of the tampon was also broken, which was likely due to manufacturing. G7: follow-up 1.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in canada. Consumer reported upon opening the tampon the string was ripped in half with one end attached to the tampon and the other end attached to the wrapper. She did not use this tampon.